Event description:
Received information stating patient was experiencing high bg's.

Manufacturer narrative:
During troubleshooting, it was identified there were air bubbles in the tubing, and the patient settings were incorrect. No product has been returned for evaluation. Should new information become available, a follow up MDR will be submitted.